Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that some alerts (high and low) did not appear via background app refresh notification. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that the patient did not receive any prompt from the app, the notification and audio alert were missing.